Event description:
My daughter used the alarm last night. She has been using it for 2 weeks now. Last night suddenly in the middle of the night, I heard a hissing sound. I slept with my daughter in bed. I woke up and heard a ticking sound coming from the alarm. It appears that the vibration part of the alarm got stuck and was clicking. As it clicked, the unit started overheating to a point where the back of the alarm unit melted. I was fortunate to take the alarm away from my daughter or it would have seriously harmed her as this is placed so close to her neck.